Event description:
It was reported that the pt had cystocele, rectocele, and stress urinary incontinence. The pt was implanted with an ams sparc around 2003. After the procedure, it was reported that the pt was "feeling raw in my urethra" and had blood in her urine. The pt indicates that she keeps "getting infections, blood in my urine - severe pain and bleeding with sexual intercourse." The pt states she is now on constant antibiotics, and without the antibiotics she "can't urinate properly or move my bowels." The pt has had a hysterectomy and still requires medication and has pain and bleeding with sexual intercourse. It was also indicated that the physician "expressed his surprise at finding numerous adhesions well above the navel." Pt states "I hurt constantly in my lower back," and she still has problems with urination and needs to take antibiotics "cipro and septra" which she alternates between every few weeks.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.